Event description:
Customer reportedly received results of 369, 267 and 167 mg/dl within 10 minutes on the aviva system. Customer also reported results of 207, 346 and 167 mg/dl within 10 minutes on the aviva system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.